Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that for the past few weeks, a patient with this neurostimulator has been experiencing discomfort and pain going down their leg. Attempts to adjust the stimulation settings on the device have been made to see if it would help, but it has gotten worse. The patient mentioned they believe the pain is from the implant because they have never experienced this type of pain prior to the implant. The patient is taking gabapentin for the pain and seeing a physical therapist. The therapy support specialist (tss) helped the patient turn off the stimulation, and information was sent to the representative to follow up with the patient. There were no additional patient complications.

Event description:
It was reported that for the past few weeks, a patient with this neurostimulator has been experiencing discomfort and pain going down their leg. Attempts to adjust the stimulation settings on the device have been made to see if it would help, but it has gotten worse. The patient mentioned they believe the pain is from the implant because they have never experienced this type of pain prior to the implant. The patient is taking gabapentin for the pain and seeing a physical therapist. The therapy support specialist (tss) helped the patient turn off the stimulation, and information was sent to the representative to follow up with the patient. There were no additional patient complications. The patient has decided to move forward with having her device removed and has an appointment scheduled for the removal on (B)(6) 2025. The reason for removal is that the device was not working sufficiently for the patient.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that for the past few weeks, a patient with this neurostimulator has been experiencing discomfort and pain going down their leg. Attempts to adjust the stimulation settings on the device have been made to see if it would help, but it has gotten worse. The patient mentioned they believe the pain is from the implant because they have never experienced this type of pain prior to the implant. The patient is taking gabapentin for the pain and seeing a physical therapist. The therapy support specialist (tss) helped the patient turn off the stimulation, and information was sent to the representative to follow up with the patient. There were no additional patient complications. The patient has decided to move forward with having her device removed and has an appointment scheduled for the removal on (B)(6) 2025. The reason for removal is that the device was not working sufficiently for the patient.